Manufacturer narrative:
(B)(4).

Event description:
It was reported that [detached/missing] sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient stated that the sensor wire remained in the skin and no wire was observed under the transmitter holder. The patient had pain and swelling in the area and consulted a physician the following day. To treat the pain the physician prescribed oral oxycodone (5 mg tablet, 4 times/day). No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was obtained. On (B)(6) 2022, the patient stated they required surgery two times for the reported detached sensor wire that was retained in their skin on (B)(6) 2021. They stated that they went to the emergency room because their arm swelled up. At the ER, an x-ray was performed and the sensor wire was visible in the image. The patient was sent to a surgeon on (B)(6) 2021. The surgeon attempted to remove the sensor wire in their office which required cutting of the tissue and the removal of the sensor wire was unsuccessful. On (B)(6) 2021, the patient had to go under anesthesia for another surgery to remove the sensor wire. Pain medication (ibuprofen) was prescribed to the patient as well as oxycodone. The patient stated that they can barely use their arm and their muscle was stiff and that they had nerve damage. They stated they were going to the doctor for a nerve test to evaluate any damage to the nerves no additional patient or event information is available.